Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak¿syringe there was an issue with the plunger being damaged. It was stated ¿the health care worker spotted that the plunger has a molten aspect.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: one unused sample of 20ll of lot 1705262p has been received. Upon visual inspection of the sample received it can be observed the plunger of the syringe is damaged. DHR of lot 1705262p has been reviewed not finding any annotation or deviation regarding the alleged defect. This plunger has been distorted against an equipment element during manufacturing process causing it to be damaged. It is not a molding defect. The areas where pieces run in manufacturing clean area are protected and softened to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Visual inspection -molding: 2 injections per shift. -printing: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. -assembly: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. -primary packaging: 1 advance-step (without product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. -secondary packaging: 1 shelf-package per pallet. Functional inspection -printing: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. -assembly: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. -primary packaging: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. Investigation conclusion: confirmed. Bd was able to observe the reported defect. Although no issues were identified and manufacturing record established that all production and quality processes were carried out normally, we can confirm that the root cause of the non-conformance is distortion of the plunger during manufacturing process against an equipment element.